Event description:
It was reported that during a deep rectum procedure, there were misformed staples. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4).info anticipated, but unavailable at this time.